Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year-old non-hispanic female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 500cc gel breast prostheses when the left breast prosthesis ruptured after implantation. Rupture of the patient¿s left breast prosthesis was diagnosed by a healthcare professional. In addition, the patient also developed bilateral breast ptosis and baker grade ii capsular contracture in her left breast. As a result, the patient underwent unilateral explantation and replacement with a mentor memorygel breast implant 500cc gel breast prosthesis on her left breast on (B)(6) 2020. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the patient¿s right breast prosthesis. This medwatch report is for the patient¿s right breast prosthesis.